Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Non-sustained oversensing was noted due to reported loss of capture on the rv lead. An inconsistent pacing threshold was also noted. The output was increased to confirm therapy availability. The patient will be monitored.

Event description:
During follow up, the right ventricular pacing threshold was noted to have decreased slightly, and the capture remained inconsistent as was seen previously. No further action was taken. The patient was stable and will continue to be monitored.